Event description:
During a lapaproscopic appendectomy procedure an ethicon tsw 35 endo linear cutter stapler was used. A reload was required, tr35b. After the reload was inserted into the stapler the surgeon reintroduced the stapler into the abdomen. He attempted to stapler/cut and at that point the reload fell out of the stapler. Seventy-five minutes extra operating room time was spent 'flashing out' the reload, ultimately resulting in an open procedure to remove the loose reload and retrieve several broken pieces from the reload that appeared to have sheared from the stapler/cutter.